Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving clonidine, 350 mcg/ml concentration at 63.5 dose, baclofen, 300 mcg/ml concentration at 27.2 mcg/day dose and dilaudid, 50 mg/ml concentration at 4.5 mg/day dose at via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that withdrawal-type symptoms during bridge bolus had occurred. On (B)(6) 2018, the hcp intended to halve the concentration but during refill old drug was not removed, so there was an unknown mixture still in the pump. The hcp thought about 5ml's or so of new drug was added to approximately 15ml's or so of old drug. The hcp reduced the dose by 20% because of the mixing of drug. The rep stated that patient started having withdrawal-type symptoms on friday (B)(6) 2018. Because of this the hcp increased the dose by 15%, however bridge was still running and had approximately 33 hours to go. Today the plan was to fill the pump with new medication and put it back to the original concentration. No further complications were reported.